Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mkz027 batch number, and no non-conformance's were identified.

Event description:
It was reported an animal underwent an unknown procedure on an unknown date and suture was used. The suture material pulled free of the needle. Were able to retrieve the needle. There were no patient consequences reported.